Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed self-test, unexpected restart error test, off no power test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarm noted. Compromise force sensor alarm noted during prime/delivery test at 3.5lbs due to faulty force sensor resistor. Motor was tested outside the device and passed. Unable to complete functional testing due to compromise force sensor alarm. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported via phone call to have received excessive motor error alarms. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that customer went through metal detector more than six months prior to phone call; drive support cap appeared normal and customer was able to complete rewind process. Checked alarm history for motor error and motor position encoder error alarm, and three alarms were found. Customer was advised that insulin pump would need to be replaced.